Event description:
Event was reported to (B)(4) by an attorney. The patient suffers chronic pelvic and vaginal pain, pain during intercourse, stress urinary incontinence, hard vaginal ridges, and burning. No further information has been provided.